Manufacturer narrative:
Clarification to b.3: date of diagnosis was reported as (B)(6) 2024. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma-late, capsular contracture, and lymphadenopathy.

Event description:
Patient representative reported "painful changes of the device", "encapsulation of the device", "late seroma was also discovered intraoperatively", "suspected bia-alcl", capsular contracture (baker grade unknown), and "enlarged inflamed lymph node was removed". Histopathological markers are completely reported and specific (cd30 positive and alk negative).this record is for the right side. The device was explanted and will not be returned.